Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying a temperature monitoring error. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a temperature monitoring error (acquisitionhw_31) while it was inside the patient during a transesophageal echocardiography (tee) procedure. The doctor was imaging the patient when the error consistently appeared. The doctor replaced the transducer but did not reboot the ultrasound system. After the transducer was replaced, the tee was continued and successfully completed. There was a delay of 15 minutes while the replacement transducer was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.